Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death, hemorrhage, cerebrovascular accident (stroke), headache, and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient was discharged to a rehabilitation facility on (B)(6) 2012, for strengthening. The patient was then discharged to home on (B)(6) 2012. On (B)(6) 2012, the patient was rehospitalized with a severe headache, which progressed to a coma. Computed tomography revealed a large right occipital bleed. Intracranial pressure increased and caused brainstem compression. The patient's condition worsened and the patient was removed from life support on (B)(6) 2012 and on (B)(6) 2012, the patient expired. Per the physician, the occipital bleed was not caused by a stroke, but possibly related to a pre-existing condition of amyloid angiopathy. No additional information has been provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an xact stent was implanted in the left internal carotid artery. Post procedure, the patient was noted to be agitated upon waking. Benzodiazepines were administered. The patient aspirated and was placed on a ventilator due to a history of chronic obstructive pulmonary disease and a feeding tube was inserted. The patient was non-verbal and had left gaze preference. Computed tomography performed on (B)(6) 2012 was normal. Magnetic resonance imaging was then performed on (B)(6) 2012 and noted 4 small infarcts. No other treatment has been provided for stroke symptoms and the patient condition is reported to be improving. No additional information has been received.